Event description:
It was reported that the customer was hospitalized for high blood glucose levels of 790 mg/dl and pneumonia. The customer's current blood glucose was 292 mg/dl. The customer also received a battery out limit. The name of the hospital was palm beach gardens medical center. The customer was wearing the insulin pump at the time of the hospitalization. The spouse wants the insulin pump replaced because the customer had a blood glucose reading of 540 mg/dl and it never came down below 410 mg/dl on a different date. The doctor removed the insulin pump and does not want the customer to wear it. Nothing further reported.

Manufacturer narrative:
The insulin pump was received functioning properly and no prime anomaly was noted. The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm tests. The insulin pump has received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.